Manufacturer narrative:
Medwatch relevant tests,laboratory data was corrected.

Manufacturer narrative:
The calibration signals with lot 352787 were within expected ranges on (B)(6)2019. The calibration signals with lot 387695 from (B)(6)2019 were below expected ranges. The reagent is performing within specifications. The customer¿s sample was requested for investigation, but could not be provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer was using 13 mm tubes without rack adapters. The analyzer performance check (apc) was acceptable. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys toxo igm immunoassay result for 1 patient tested on a cobas e 411 immunoassay analyzer compared to a method using chemiluminescence methodology. The toxo igm results from the cobas e411 were 1.25 coi (reactive) and 1.35 coi (reactive). The toxo igm result from the chemiluminescence methodology was 0.10 coi (non-reactive). The result in question was reported outside of the laboratory. The toxo igm result of 0.10 coi (non-reactive) was deemed to be correct. There was no allegation of an adverse event. The cobas e411 serial number is (B)(4).